Event description:
It was reported that the patients ipg does not pair charger, making it difficult to charge. It was also stated that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.